Event description:
It was reported that the dragonfly opstar imaging catheter flushed normally and used during the procedure. However, after the procedure was completed and when the catheter was removed, the lumen was found to have ruptured, and contrast was flowing rapidly from the catheter. Another dragonfly opstar imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported material rupture and leak were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported material rupture and leak could not be determined. The returned device was confirmed to successfully purge liquid as expected, and without any leaks or anomalies. In this case, it is possible the customer interpreted the kink noted during returned analysis as a material rupture; however, there was no evidence of a leak or rupture, and this could not be confirmed. Information from the field confirmed that the correct device was returned for the investigation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.